Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was frozen on the given imaging screen. After several hard resets and reseating of the sd card, the recorder booted up but they had so many issues with the recorder they did not feel confident using it on a patient. The patient was put under anesthesia for this procedure and the person was under for over 90 minutes while the event was going on. The patient had to come back in the next day and be put under again. The device will not be returned for investigation.